Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, when preparing to remove the rectum, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced with another reload to solve the problem. There was no patient injury.